Manufacturer narrative:
Method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a bruise under one of the ECG electrodes. The bruise progressed and broke open the patient's skin. The patient's physician prescribed a gel and advised to remove the lifevest for an hour to let it dry. Follow-up indicated that the irritation was improving.